Manufacturer narrative:
H6: investigation summary: customer returned (2) bd safe clips with both devices and the shelf carton from lot # 9345001. A device history review was conducted for lot number 9345001. Customer states that the safe clip is not clipping. Both returned safe clips were examined and needles were not able to be cut using either of the received safe clips. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container.

Event description:
It was reported that needle clipping device safe clip is not clipping. The following information was provided by the initial reporter: material no. 328235 batch no. 9345001, unknown. It was reported that safe clip is not clipping. Verbatim: consumer reported purchasing 3 safe-clips from his local pharmacy. Stated only 1 is clipping the needles. Stated the other 2 safe clips are not clipping the needles and if they do clip the needles, part of the needle sticks out of the safe-clip device.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9345001, medical device expiration date: na, device manufacture date: 2020-01-31, medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 2587, FDA patient problem code: 2199.

Event description:
It was reported that needle clipping device safe clip is not clipping. The following information was provided by the initial reporter: material no. 328235 batch no. 9345001, unknown it was reported that safe clip is not clipping. Verbatim: consumer reported purchasing 3 safe-clips from his local pharmacy. Stated only 1 is clipping the needles. Stated the other 2 safe clips are not clipping the needles and if they do clip the needles, part of the needle sticks out of the safe-clip device.